Event description:
It was reported that infusion set fell off during use and caused hyperglycemia and was treated with via multiple daily injections on (B)(6) 2025.

Manufacturer narrative:
Initial 3 of 3. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.